Manufacturer narrative:
(B)(4). All available information is covered in the report at hand. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis could not be performed as no item number was available. Device history records (DHR) review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article it is reported that a patient was revised due to sepsis. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause determination using dfmea: infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee: possible: with the given information it cannot be excluded; infection due to failure of sterilization procedure due to supplier process: possible: with the given information it cannot be excluded; infection due to failure of sterilisation proceduredue to design of the device: not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance; infection due to proposed resterilization procedures in IFU do not provide sterility: not possible: as sterilization process is defined in IFU; sepsis due to use beyond expiry date: possible: with the given information it cannot be excluded; sepsis due to implant contaminated during handling: possible: with the given information it cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that one patient underwent hip arthroplasty revision using the b-s reinforcement cage hip implant. Patient was revised due to sepsis. At the time of removal of the component, the allograft in the medial wall had reconstituted well & was fully incorporated. An uncemented acetabular component was used for the revision since an apc was no longer required. (T. J. Gill et al: the burch-schneider anti-protrusio cage in revision total hip arthroplasty. Indications, principles and long-term results, in: the journal of bone & joint surgery (1998), vol. 80-b, no. 6.)